Event description:
The customer received a blood glucose reading of 143 mg/dl from her contour meter and a reading of 83 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the higher reading, so no product will be returned.